Event description:
Customer's database educator called to report that his blood glucose meter is reading erroneously. Customer got a 210 mg/dl, bg result at 4:14 pm and then at 5:00 pm, it was 127 mg/dl (no insulin bolus given for either reading). By 6:00 pm, customer he was incoherent, so a family member washed his hands and checked again, getting a result of 200 mg/dl. Shortly after, another reading was 156 mg/dl. Ems was notified and when the paramedics arrived, they measured his bg at 36 mg/dl. They gave him some glucose gel and rushed to the hospital. Upon arrival at the hospital, his bg was 47 mg/dl.

Manufacturer narrative:
The returned device was evaluated and found to be functioning within specs. The blood glucose measurement error reported by the pt could not be duplicated or confirmed. No malfunction or other product condition that could have contributed to the pt's hypoglycemia was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide recommends that, "you should perform a control solution test then you suspect that your meter or test strips are not working properly or when you think your test results are not accurate, or if your test results are not consistent with how you feel." It also advises that, "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness."